Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the lens has not been returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If the serial number will be provided, a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol), when viewed under the microscope, it appeared as if there was still a piece of haptic on the lens. However, the haptics were found to be intact. When inserting the iol into the cartridge and implanting it, everything proceeded normally. It looked as if there was an additional piece of material on the lens that cannot be moved or removed by suction. The lens remains implanted. Through follow up we learned that the patient is not affected by this issue and an explant is not planned. No further information was provided.